Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported difficulty charging .they said sometimes when they put the recharger on, their handset shows a little grid and they cannot charge until gets a good enough connection, and they have to move around to find a good place to charge, it takes upwards of 2 hours whether they start at 90 percent or a low percent. They said they also get a ton of error messages. They said originally they thought it was recharger but reps thought it was the phone. They were trying to recharge during the call. They initially got recharger not found. But was successful to start charging. Charging is fine but it definitely shocks and hurts, usually they have 3 layers (of clothing) because it zaps, they can feel it pulling gets pretty painful. They said they usually have to stop in between just because the "zaps get so insane" it is uncomfortable. The patient was redirected to their healthcare provider to further address the issue. Additional information was received and they reported seeing por on their handset. Patient services worked with them to clear the por and they navigated to the batteries section and reported the ins was 60 percent. They did not think their ins had been empty before the last time they recharged their ins, they made sure they recharge, they do not think low ins battery level was the reason for por. They said por has been big issue that happens a lot, it has happened a couple times on them, they started seeing por not long after, about a month after they got the implant. They turned stim on during the call and when stim was turned on they said it "shocked their butt". They turned stim down and confirmed it was comfortable. Redirected to work with their doctor to have their system checked and determine the reason for por. They then reported: when por started happening, they noticed their wire was above battery their battery under their skin, the wire is right on top of battery, they said it is uncomfortable. They said they have met with the medtronic reps, and had both of reps feel it. They asked if that would cause interference? They said they weigh only about 100 pounds and can feel the wires pretty well. They said they think it is battery placement or maybe thinks the wire twisted, it feels like a bunched up wires in weird spot. They said the reps have felt it and said it was the connector part of the wire where the wire plugs into the ins. They said they can wiggle it around, they think it may be because they do a lot of bending and stretching for their work, they do retail merchandising. They said they have told their doctor about it but the doctor did not do any diagnostics on it. They also reported since they noticed the wire moving they have been getting shocked they have to wear gloves all the time at work because they work with a lot of metal and every day in general as soon as they touch the metal they get shocked , if they lean on the metal cage, they get zapped. They said, this never happened before they got the stimulator and this started after the wire moved. They said they think it is their overall general work, they do a lot of bending and stretching noticed the wire was shifting. They said, at first, the rep said give it a month then they told  the reps though it was the phone. During the call discussion occurred about potential for interference from emi. The patient said they are currently working on a retail remodel, they are exposed to a lot of it they are around cranes and welding equipment a lot. They said they were operating a crane yesterday. [They see an equalizer and a grid and connection lost addressed in (B)(4)] additional information was received from the hcp. They stated the wire could be palpated on top of the battery but under the skin. They stated the cause of the difficulty recharging, taking upwards of 2 hours to charge and getting ton of error messages was not determined. They believed the rep updated apps on remote and then ordered a new remote. They stated the patient met with medtronic rep on 4/4/2022 and 5/2/2022. It is unknown of the patient is able to successfully recharge the implant. Sensation was not only felt during a recharge session and a thin layer of clothing was used and the entire surface was covered. The layer of clothing did not resolve the issue. They stated it was unknown if a belt was used. They stated the por was not due to the rechargeable battery draining/low battery. They stated to resolve this issue the rep ordered the patient new hardware and it is unknown if the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial# unknown, product type: recharger. Product ID: 978a128, lot# va2hjgm, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# unknown implanted: explanted: product type recharger product ID 978a128 lot# va2hjgm serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They stated they did see the patient twice. Together with another rep they were able to visibly see a bump near/on the area of the ins, however they did not palpate and no issue beyond a bump was determined to be present with the lead. They noted the patient had issues with recharging the ins, but in office all seemed to be functioning well. They also noted that the patient was very thin, the ins was definitely visible, however the cause of the bump had not been identified. They noted that they likely wouldn't know if it was the lead or not unless they went in for pocket revision, which had not been planned at this time.